Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked with moisture corrosion inside the compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed a crack at the top of the battery compartment. There was moisture corrosion inside the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.